Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 lot number: corrected. Section d4 primary UDI number: corrected. Section d4: expiration date and manufacture date (h4) will be provided with the final investigation. The primary UDI number in d4 is reflective of all available information. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D3: manufacturer information: corrected. G1: contact office (and manufacturing site for devices): corrected. Manufacturer's investigation conclusion: the reported event of a suspected pump thrombosis could not be confirmed through the evaluation of the submitted computed tomography (CT) scans. A specific cause for the reported suspected thrombus could not be conclusively determined. Additionally, a direct correlation between the heartmate (hm) ii left ventricular assist system (lvas), serial number vad-59410, and the reported events could not be conclusively established. The account submitted multiple CT images for evaluation. However, the reported thrombosis could not be confirmed through the submitted images. Evaluation of the submitted log files revealed that no notable events were captured. The pump appeared to function as intended and operated at the fixed speed for the duration of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on the hm ii lvas, serial number vad-59410 with no further events reported at this time. No product is available for investigation. The relevant sections of the device history records for vad-59410 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the hm ii patient handbook, rev. C are currently available. Section 1 of the IFU ¿introduction¿, lists the potential adverse events, including device thrombosis, cardiac arrythmia, right heart failure, infection, and sepsis, that may be associated with the use of the hm ii lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists arrhythmia as a potential late postimplant complication. Section 6, under ¿pump performance monitoring¿, also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 1 and section 6 also outline indications of pump thrombosis and how to respond to such events. The IFU also provides care instructions in reference to preventing infection as well as suggested responses in the event of infection. Additionally, the hm ii lvas patient handbook provides care instructions in regard to preventing infection in several sections. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for a syncopal event and suspected pump thrombosis. The log file was sent in for review, and mostly consisted of pulsatility index (pi) events. There were no other unusual events recorded in the log file event history. It was additionally communicated that after review of outside records, it seemed like syncope was due to ventricular tachycardia (vt). The patient was treated with lidocaine and magnesium drops, and was shocked once and their arrhythmia converted to a flutter. It was noted that the patient had a history of vt before pump implantation, and that the arrhythmia was not thought to be device related. The patient remained in a flutter and transferred hospitals. There was a concern of possible right ventricular (rv) dysfunction given the small left ventricle (lv) noted on the transthoracic echocardiogram (tte) taken. It was suspected to be related to sepsis and enterococcus faecalis bacteremia. The infection was treated with intravenous antibiotics. It was noted that the patient was confirmed to have covid. The lv was well decompressed on the tte so pump thrombus was lower on the differential. A 4d computed tomography was to be performed. Additional information confirmed the pump thrombus, and the patient was being treated with heparin drops.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.